Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the date in the alarm history went back a year between the hours of 10:00 pm and 7:10 pm last night as follows: date at 10:00 pm was (B)(6) 2014; date at 7:10 pm was (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: the black box indicated the time and date had been manually changed on 01/07/2013,12:36 to 01/07/2014,12:36. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump powered on normally and a time test was started but not completed. The pump was then opened for inspection and no intermittent condition or moisture ingress was found to the power circuit. The pump was disassembled for further investigation and an internal clock battery malfunction was observed to have occurred.